Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/8/2018 resulted in defect found; returned test strips produce e-7error code. Reported defect not reproduced with returned meter and test strip. Final root cause: rc-016 bent pins on the strip connector caused by the user. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 175 and 190 mg/dl. The customer's expected fasting blood glucose test result range is 102 - 119 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2018. Not able to review the meter memory as customer stated that the meter did not turn on.